Event description:
Medtronic received information that this bioprosthetic valve, implanted an unknown duration, was explanted due to restricted opening of the leaflets. The valve was successfully replaced with a pericardial valve of another manufacturer. It was reported that the valve was damaged during explant. The product was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve appeared slightly distorted; oval shaped. All leaflets were stiff but slightly flexible except where visible mineralization was observed on the left and right cusps. A small tear or abrasion in the lunula of the non-coronary cusp adjacent to the right non-coronary commissure appeared to be due to contact with the bias cloth on the inner outflow rail. The non-coronary left commissure appeared intact. The left right and right non-coronary commissures were dehisced, possibly related to separation of the layers of aortic wall behind the commissure. The sutures holding the aortic wall to the stent posts appeared intact. A suture was observed on the top section of both commissures. There was no visible evidence of host tissue that may have contributed to the separation of tissue however, a trace of mineralization was observed on the side of the left right commissural area. A remnant of pannus remained attached to the tissue and base stitching adjacent to the non-coronary cusp. A remnant of pannus was noted on the top of the non-coronary left stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed mineralization in the left cusp, right cusp and all commissures. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The tear in the leaflet was caused by bias wear, which is related to implant technique. Reduced performance of the valve is attributed to host tissue overgrowth and mineralization. This finding is generally considered a patient related condition. (B)(6). (B)(4).